Manufacturer narrative:
The reported event of a valve leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The ultimum introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.

Event description:
During a tavi procedure, an 18f ultimum ev introducer leaked at the entrance of introducer valve. The leak was present during the entire procedure. The procedure was performed normally.

Manufacturer narrative:
Product evaluation: the reported event of a valve leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated information revealed that the manufacturing site listed in this report is incorrect. The correct manufacturing site is st. Jude medical (B)(4), facility registration number is (B)(4).